Event description:
It was reported that the pump was ¿not laying right¿ and when the patient would go in for refills they would have issues on refilling. It was noted that the patient was currently in the hospital with pneumonia that she developed the weekend prior to the report. The patient requested that a manufacturer representative came in to refill the pump. The device system delivered morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).